Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading at the time was 157 mg/dl. The insulin pump was being worn in the underwear and was exposed to moisture. Moisture can be seen in the corner of the display window. Insulin pump will be returned for analysis and replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked case display window corner, cracked battery tube thread, cracked reservoir tube and lip and cracked reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.